Manufacturer narrative:
For the investigation the logfiles were analysed. The described error "poti unplugged" could be confirmed. In case of this failure the device generates an optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has been repaired by replacement of the front plate, which includes the potentiometers. Investigation of the front plate showed that an oxide layer on the contact area at a potentiometer developed which increased electrical resistance, finally resulting in the reported malfunction. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
The error code "poti o2 unplugged" was reported. No injury reported.